Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to ketoacidosis and high blood glucose of 183mg/dl. It was stated that the customer was experiencing unexplained high glucose. It was stated that the customer was treated with an insulin drip. Troubleshooting was performed. Reviewed the alarm history and found several low reservoir alarms. It was stated that the customer changed the infusion set to resolve the issue. Ran a fixed prime and high pressure test and they passed. No further information was provided.